Event description:
The tech alleged the side rail is not raising. No pt impact.

Manufacturer narrative:
The tech found a bent side rail slide bracket to be the cause. The tech replaced the side rail slide bracket to resolve the issue.